Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that her meter was reading inaccurately low and eventually would not power on. The medical affairs specialist spoke to the patient one day later and obtained/verified the following information. On the day of the event, the patient obtained two results of 40 and 59 mg/dl. She had symptoms of sweating and she felt like she was going to pass out at the time of testing. She had something to eat and felt better afterwards. She did not go to the hospital on this occasion as was reported in the notes. The patient reported that she attempted to retest after eating and the meter would not power on. The patient took the meter to the pharmacy and replaced the battery, but it still would not power on. The patient was asked about the hospital visit and she stated that she went to the hospital one day, date is unknown, and obtained a blood glucose result of 180 mg/dl. This occurred prior to the issue with the meter not powering on. She was not given any medication at the hospital; she was monitored for a few hours and released. She does not remember any further information about the event. This complaint is being reported because the meter would not power on after the batteries were replaced. The patient also stated that the test strips were in good condition, code matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The control solution was expired. There is no evidence of the meter contributing to a serious injury, however, because the patient obtained low blood glucose results on the meter and she had hypoglycemic symptoms at the time, for which she self-treated. No medical intervention was reported. A replacement meter has been sent to the patient.